Manufacturer narrative:
The complaint was received from a consumer in germany. Product was not returned to confirm a malfunction has occurred.

Event description:
It as reported that an easyclean power toothbrush started to burn. Minor property damage was reported. No injury or medical intervention was reported.